Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a ruptured abdominal aortic aneurysm on an unknown date. The stent graft was implanted in the patient following the rupturing of an aneurysm of the aorta abdominal. In monitoring, it was observed an increase in the size of the aneurysmal sac. After failure of embolization of a type ii endoleak from the lumbar artery, it was decided to explant the stent. It was documented that all four stent grafts were explanted. An external lab has performed the explant analysis. The stent graft was evaluated and the conclusion is as follows. The analysis of both macroscopic and microscopic explant 13ep03 revealed: there is thrombus present but are not obstructing. Macroscopic examination did not reveal any other degradation of the polyester membrane or the metal reinforcement. Consecutive to its explantation trauma (body section of the first stent section of the first ring were not returned). There was wear of the polyester of a leg. There was an area that the polyester kinked on the body of the stent graft. The characteristics of the stent (a fixation point of the legs of the body the endoprosthesis, a hem on the short leg of the stent, the tapered region diameter seamless on different legs).

Manufacturer narrative:
(B)(4). Method: (device evaluation performed by external lab). Results: inherent risk of procedure (surgical conversion to open repair, type ii endoleak); patient¿s condition affected effectiveness of device (anatomy related: type ii endoleak). Conclusions: device failure/lack of effectiveness related to patient condition (anatomy related: type ii endoleak).